Event description:
Patient had been having trouble using their catheters. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.